Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances on both the right ventricular (rv) lead and right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switched was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services was concerned since both leads had the same issue, if the patient had any surgeries or procedures at the time of the oor measurement. However, it is unknown. At this time, the device, rv and non- boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances on both the right ventricular (rv) lead and right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switched was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services was concerned since both leads had the same issue , if the patient had any surgeries or procedures at the time of the oor measurement. However, it is unknown. At this time, the device, rv and non- boston scientific ra lead remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker system exhibited noise on both the ra and rv channels. Isometrics was performed and the noise could be reproduced when in unipolar. The device was reprogrammed. A chest x-ray was also performed and pacing impedances were high (oor) when programmed in unipolar. At this time, the clinic will continue to monitor. The device, ra and rv leads remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range (oor) pacing impedances on both the right ventricular (rv) lead and right atrial (ra) lead measuring greater than 3000 ohms. A lead safety switched was declared which switched the pace/sense configuration from bipolar to unipolar. Technical services was concerned since both leads had the same issue if the patient had any surgeries or procedures at the time of the oor measurement. However, it is unknown. At this time, the device, rv and non- boston scientific ra lead remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker system exhibited noise on both the ra and rv channels. Isometrics was performed and the noise could be reproduced when in unipolar. The device was reprogrammed. A chest x-ray was also performed and pacing impedances were high (oor) when programmed in unipolar. At this time, the clinic will continue to monitor. The device, ra and rv leads remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.